Event description:
The physician experienced difficulty while advancing the 5-6-5 lead during implant; he was having trouble steering and getting the lead to stay midline. The lead kept on slipping to the side of midline. The lead was implanted using the sofamor danek metrx system and a lateral entry point. The 5-6-5 implant location was t8-t9, with a laminotomy on t10. The 5-6-5 was implanted a little off midline to the patient's left. The generator was implanted in the buttock region. Immediately post-implant in the recovery room, the patient complained of a severe pain in the band across the abdomen, and shooting pain into the groin. The patient said the pain was so severe that he 'wanted to kill himself.' The patient underwent an emergency device removal the day after the implant. Following the lead removal the pain diminished substantially. At the time of this report, three weeks following the explant, the patient continued to feel pain associated with the lead surgery.